Manufacturer narrative:
Section d3, g2, h5, h8: correction. Section h4: additional information. Manufacturer's investigation conclusion: the reported event of a s3 alarm was not confirmed. The centrimag 2nd generation primary console (serial #: (B)(6) was not returned for analysis and no log files were submitted for review. The root cause for the reported s3 alarm was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on unknown. It was reported that on (B)(6) 2019 from 1845 - 1853. The s3 alarm sounded and clinician switched the pump from the affected device to their backup system. No further or additional information was provided.